Event description:
It was reported that the patient experienced pre-ablation symptoms, a syncopal episode and weight loss. No allegation of device malfunction from a healthcare professional was reported. No intervention was reported. The patient condition was unknown.